Manufacturer narrative:
Corrected data: this issue was previously reported under MDR number 1415939-2020-00119 under the same suspect medical device but an incorrect manufacturer name, city and state. Device manufacturer date updated to correct date 02/01/2018, from incorrect date 02/01/2020. The abbott field service representative (fsr) observed that the 1 ml syringes were dirty. The fsr replaced the 1 ml syringes, then checked the instrument precision with good results. No discrepant results were reported on serial (B)(4) since the service activity was completed. A review of instrument service history revealed no additional erratic, or discrepant results, nor did it identify any service or complaint issues that may have contributed to this issue. Return testing was not completed as returns were not available. A review of tracking and trending did not reveal any trends for the architect c4000, c8000, and the c16000 systems or the 1 ml syringes. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the 1 ml syringe or the architect c16000 system, serial c1601780 was identified.

Event description:
The customer reported falsely elevated potassium results processed on the architect c16000 system for one patient. The results provided were: unknown sid: initial 8.99 mmol/l, repeated 3.9 mmol/l; (reference range 3.5 to 5.1 mmol/l). No impact to patient management was reported.